Manufacturer narrative:
Some patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was reported the push/pull cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No devices/components were returned to the manufacturer.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the gantry was making a loud popping noise during a 3d spin. The site was able to use the 3d images from the spin. There was no delay to procedure, and no reported impact on patient outcome.